Manufacturer narrative:
Section d4: model number: a complete model number is unknown; however, it was mentioned as dib00. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the first eyhance intraocular lens (iol) within the cartridge was dropped by the nurse on the floor. Then the back up second eyhance lens was prepared by the nurse. When the knob was turning, the iol came out of the side of the cartridge but not through the orifice. So, the iol was not implanted. The lens was taken out of the cartridge and loaded a non-j&j into the cartridge and put it on the monarch injector. All seemed good except the haptic optic junction looked strange so, did not implant this one either ending up by putting a non-j&j device in the eye. The nurse said she did put bss+ immediately just before when doctor was doing cortical cleanup. She said she gave it a small bump but to doctor it did not seem like the threads were not engaging so he had it a second bump and the threads did engage then. It¿s when the doctor turned the knob, the plunger pushed from one side and the lens was coming out a crack on the side of the cartridge. Patient is doing fine post procedure. Additional information stated that the tip of the cartridge was damaged and the tip was burst on the right side. Lens was not in contact with the eye; only the cartridge tip made contact with the eye. There was no patient injury or intervention and the patient is doing well. No additional maneuvers were used. The procedure was completed with back up non-j&j lens. No further information was provided.